Manufacturer narrative:
Customer found the second and third samples to be clotted. The customer removed the clot from the third sample re-analyzed it and obtained the lower result. Per the product insert, all fibrin and cellular matter should be removed from the sample prior to the test. Failure to do so can contribute to falsely elevated results.

Event description:
Customer contacted beckman coulter inc. Regarding erroneously elevated troponin (accutni) results generated by the unicel® dxl 800 access® immunoassay system for one patient. The initial result was ~0.15ng/ml. A second sample obtained from this patient gave a result of 1.830ng/ml. A third sample was obtained and gave an initial result of 2.81ng/ml. The customer examined the samples and found clots in the second and third samples. The clot was removed from the third sample and upon reanalysis obtained a result of 0.17ng/ml, which is consistent with the result obtained for the first sample. The patient received heparin after the second and third elevated accutni results. The patient fell in the hospital and suffered a subdural hematoma and died while in the hospital. The cause of the patient's death is unknown.